Manufacturer narrative:
Pc-000208852 date sent to the FDA: 07/31/2018 additional information: additional summary: a detached needle, three used sutures pieces and five unopened samples were received for analysis. During the visual inspection of the needle, the swage and attachment area of the needle were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The sutures were examined and the ends of the sutures were cut appears to be by use of surgical instrument. Per the samples condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample. Also, unopened samples were examined and no defects were found on the packet. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects were found. A functional test was performed and the pull force were above the minimum requirements. According to unopened samples, no attachment defects were found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture came away from the needle when the surgeon was suturing through muscle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.